Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the system error 2240 was determined to be use error - open clamp. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, which occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the blue clamp on the final line was open and the hp did not use it. The tsr explained the alarm to the hp and had her cycle power and explained that she would need to setup with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the patient had not reported the event. The nurse has seen the hp since the event, and she was doing fine with therapy. The nurse stated the patient knows not to keep the clamp open. No patient injury or medical intervention was reported.